Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 18. Dec. 2014, no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a 2.0mm drill bit broke intraoperatively. It was reported that the surgeon was performing an anterior cervical discectomy and fusion (acdf) at c3-c4 with a zero-p implant. The surgeon placed the device and drilled three (3) holes. During the drilling of the fourth (4th) hole, after the surgeon started drilling, he leveraged the drill to change the angle. As the surgeon started to drill again, the drill bit broke. The surgeon removed the cage, pulled out the broken tip, reinserted the cage, and placed the screws. The patient status/outcome was uneventful. There was a 5 minute delay in surgery. The procedure was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). Device is an instrument and is not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.